Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. The pump was programmed to deliver an unspecified concentration of demerol at an unspecified rate. No specific programming parameters were provided. After an unspecified length of time, the pt reportedly experienced "respiratory difficulties." The pt was treated with an unspecified dose of narcan and was transferred to ICU. It was unspecified the extent of treatment provided, but the pt reportedly recovered. Though requested, no additional info was provided.